Event description:
It was reported a patient had peritonitis while on peritoneal dialysis (pd) therapy. Additional information has not been provided. Knowledge of the peritonitis was obtained from a customer experience survey in which the patient chose to remain anonymous. As such, written or telephonic follow-up was not possible.

Manufacturer narrative:
H10 clinical investigation: a probable temporal relationship exists between ccpd therapy utilizing the liberty cycler, fmc cassette, and the serious adverse event(s) of peritonitis, which led to the patient¿s transition to hd. The etiology of the peritonitis is unknown; therefore, causality cannot firmly be established. Given the anonymous reporting of the serious adverse events, an inability to obtain additional information precluded a more comprehensive investigation. However, it is a well-known fact that individuals undergoing pd for rrt have a significantly increased risk for infections of the peritoneum. Based on the information available, the liberty cycler and fmc cassette cannot be disassociated from the events. There is no allegation or objective evidence indicating a fresenius device(s) or product(s) deficiency or malfunction caused the serious adverse events. However, given the lack of information (e.g., definitive causality, treatment data, medical records), the liberty cycler and fmc cassette cannot be excluded from having a possible causal or contributory role in the serious adverse events. The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Manufacturer narrative:
Plant investigation: the complaint sample is not available for manufacturer physical evaluation and the lot number of product involved is unknown. No sap shipping search could be performed for the lots delivered to the patient since there is no patient number reported or additional information for the search. Consequently no product will be returned from the distribution center to be analyzed since the lot number is unknown and no information from the patient is available for the identified of the possible involved lots in sap. Since the complaint sample is not available for evaluation, the alleged event could not be confirmed.

Event description:
It was reported a patient had peritonitis while on peritoneal dialysis (pd) therapy. Additional information has not been provided. Knowledge of the peritonitis was obtained from a customer experience survey in which the patient chose to remain anonymous. As such, written or telephonic follow-up was not possible.

Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
It was reported a patient had peritonitis while on peritoneal dialysis (pd) therapy. Additional information has not been provided.